Manufacturer narrative:
During the event investigation, the customer confirmed that a phos reagent cartridge was loaded into the slide supply position that had been incorrectly identified as containing a bun reagent cartridge. Acceptable bun results were obtained after the customer correctly loaded a bun cartridge in the slide supply position. No malfunction occurred. The vitros 950 system operated as programmed and intended. The root cause of the event was user error.

Event description:
The customer obtained biased results for multiple patient samples processed for the vitros bun assay on a vitros 950 chemistry system. The customer determined that the results were processed from a vitros chemistry products phos slide cartridge. The customer reported patient results outside the laboratory, however; corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. (B)(4).